Event description:
A malfunction was reported on the customer's pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." To address the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi). Tandem technical support arranged to replace the malfunctioning pump, and the customer was advised on steps to take upon receiving the replacement, including putting the current pump into storage mode and returning it to tandem using a pre-paid label. There was no third-party assistance required, and the customer understood and acknowledged all instructions given by technical support.